Event description:
It was reported during the six-year follow-up appointment after transcatheter aortic valve replacement with a transcatheter aortic b ioprosthetic valve, a transthoracic echocardiogram was performed and showed moderate aortic regurgitation and an increased mean gradient of 10 mm hg. Of note, at the five-year follow up appointment, the mean gradient was 6 mm hg and trace regurgitation. The patient was clinically doing well and was assessed as new york heart association functional classification I-ii. No treatment was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.